Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted in a patient for endovascular treatment of a 5 cm abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the aneurysm length was 170 mm. The aortic bifurcation was reported to be very small. The patient has a history of coronary artery disease, congestive heart failure, hypertension, and myocardial infarction. It was reported that the physician pulled the device down into the aneurysm sac and that a type I endoleak was present. Also it was reported that the aortic bifurcation could not be cannulated in an attempt to place an aortic cuff; therefore, the decision was made to convert the patient to open surgical aneurysm repair. No clinical sequelae were reported, and the patient is reported to be fine.